Event description:
The patient reported blood glucose results of "225 mg/dl and 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient was unable to perform a control solution test since the control solution is expired. The meter and test strips were replaced.